Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 750cc and experienced deflation on the right breast implant. The deflation was discovered during the surgery. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced bilateral breast ptosis and bilateral breast implant malposition. The right breast implant had a tiny punctuate where the saline was leaking. The punctuate was discovered by the healthcare professional. The replacement devices were saline natrelle allergan 750cc breast implants. There were no complications. The patient tolerated the procedure well. The patient undergone full mastopexy. The patient had undergone focal liposuction and fat grafting to the anterior abdomen. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the additional ptosis code was reported incorrectly. No ptosis code was required. Manufacturer¿s reference number: (B)(4).